Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump door, on the top cover, on the pump molded clamp, and on the safety clamp. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received 7000ml cycle-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, valve actuation test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis patient contacted fresenius technical support for an operational question regarding medical advice. The patient stated they had an infection in their abdomen for the last week. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow-up with the patient¿s pdrn. On the evening of (B)(6) 2021 the patient called the on-call nurse and reported abdominal pain and cloudy pd effluent. The patient was instructed to take a dose of antibiotics (drug, dose, and route unknown) and to go to the pd clinic the following day. The patient went to the pd clinic as instructed on (B)(6) 2021 and a pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The white blood cell count was elevated (value unknown). The pd effluent culture showed gram positive cocci, but no organism identified. After five days there was no growth. On (B)(6) 2021 the patient was hospitalized as they were not responding to the antibiotic therapy. It is likely the patient¿s pd catheter (not a fresenius product) will be pulled. The cause of the peritonitis is unknown. The patient did not report any issue with any fresenius product(s). The patient denied any breach in aseptic technique. No further information was available.

Event description:
A peritoneal dialysis patient contacted fresenius technical support for an operational question regarding medical advice. The patient stated they had an infection in their abdomen for the last week. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow-up with the patient¿s pdrn. On the evening on (B)(6) 2021 the patient called the on-call nurse and reported abdominal pain and cloudy pd effluent. The patient was instructed to take a dose of antibiotics (drug, dose, and route unknown) and to go to the (B)(6) clinic the following day. The patient went to the (B)(6) clinic as instructed on (B)(6) 2021 and a pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The white blood cell count was elevated (value unknown). The pd effluent culture showed gram positive cocci, but no organism identified. After five days there was no growth. On (B)(6) 2021 the patient was hospitalized as they were not responding to the antibiotic therapy. It is likely the patient¿s pd catheter (not a fresenius product) will be pulled. The cause of the peritonitis is unknown. The patient did not report any issue with any fresenius product(s). The patient denied any breach in aseptic technique. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation of a causal relationship between the peritonitis and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a cassette leak or device malfunction or deficiency for this event. The patient¿s pd effluent culture did not result in growth after five days; however, they did take a dose of antibiotics prior to the culture being obtained. Antibiotic administration prior to pd fluid cultures can result in culture-negative peritonitis cases. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis.

Event description:
A peritoneal dialysis patient contacted fresenius technical support for an operational question regarding medical advice. The patient stated they had an infection in their abdomen for the last week. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn). Additional information was obtained through follow-up with the patient¿s pdrn. On the evening of (B)(6) 2021 the patient called the on-call nurse and reported abdominal pain and cloudy pd effluent. The patient was instructed to take a dose of antibiotics (drug, dose, and route unknown) and to go to the pd clinic the following day. The patient went to the pd clinic as instructed on (B)(6) 2021 and a pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin and ceftazidime (dose, frequency, and duration unknown). The white blood cell count was elevated (value unknown). The pd effluent culture showed gram positive cocci, but no organism identified. After five days there was no growth. On (B)(6) 2021 the patient was hospitalized as they were not responding to the antibiotic therapy. It is likely the patient¿s pd catheter (not a fresenius product) will be pulled. The cause of the peritonitis is unknown. The patient did not report any issue with any fresenius product(s). The patient denied any breach in aseptic technique. No further information was available.